Manufacturer narrative:
This MDR report is part of the (B)(4) pilot program, exemption number e2015055. Four (4) devices were received for evaluation; four (4) events were confirmed during testing. Evaluation found the foot of each of the devices was bent. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the duraguard foot was found to be bent, which can cause damage to the dura. There was no patient involvement; no patient impact.